Event description:
The following was reported to davol: it was reported that when the surgeon was removing the echo inflation assembly from the mesh he pulled it through a 12mm trocar and one of the four assembly connectors came free in the body. The connector was located and retrieved without issue. There was no patient injury as a result of this event.

Manufacturer narrative:
Device was returned and evaluation found no anomalies. All of the connectors and the inflation balloon were returned. As reported the connector became detached from the balloon while attempting to pull it through a 12mm trocar. The instructions for use (IFU) supplied with the device recommend removal by, ¿pull the positioning system off the mesh in one smooth motion. Continue removing the echo ps positioning system (balloon) by pulling it up to the tip of the trocar. Remove both the echo ps positioning system as trocar simultaneously¿. As reported the assembly was removed by pulling it up through the trocar. As such the problem experienced appears to be related to user device interface. A lot number was requested but was not able to be provided. As a result a review of the manufacturing records could not be completed.